Manufacturer narrative:
One sample was returned for evaluation. Visual inspection revealed no discrepancies. Functional testing revealed no discrepancies. The failure mode was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that after a spinal epidural anesthesia (csea) application, after approx. Two hours patient presented with severe labor pains again without any detectable level despite multiple boluses (around 30 ml per pump protocol). The bag with the ropivacaine still seemed to be completely full. Troubleshooting was performed, the line from the filter was disconnected and triggered a bolus, nothing came out. A new system was installed and then the pda worked perfectly after another injection. Medication that was to be administered; ropivacaine 0.2 percent. No adverse patient effects were reported by the customer.